Manufacturer narrative:
Manufacturer's ref# sf (B)(4). Manufacturer's investigation: technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: clinical conclusion is that the incident did not cause harm and no medical attention was sought. Clinical evaluation according to clinical evaluation plan: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. This is a known risk, assessed according to the risk management process and deemed to be acceptable. Trended case concluded: investigation: xmn reviewed the 6pcs defect samples returned, some samples with enough glue, and the glue is yellow and brittle, the glue leaving residues only inside the housing surface. The metal receiver surface is clean for glue residue. Some with no glue inside the housing and receiver surface, consider it is due to the glue fell off after turning brittle. Because if no glue applied, the ea test can not pass. Reviewed the dhrs and ea test reports for the 6pcs defect samples. The result is ok. R&d reviewed the defect samples and compare with good samples, has below findings: - adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. - adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. - assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts. The detailed investigation from r&d in attached pdf. Root cause: 1.reliability of gluing strength was not verified. 2.the failure mode was not recognized at design stage CAPA-initiated. Manufacturer's investigation is final. This is combined initial and final report.

Event description:
It was reported that the receiver broke while the patient was wearing hearing aid. Date of event is best estimate oct2023. Patient was not harmed; he was able to remove the receiver and dome from his ears has it was not sitting deep in the ear canal. No contact with authorized medical practitioner reported. Hearing care professional replaced the receiver and patient resumed wearing hearing aids as there was no injury. No further follow up information expected.